Event description:
The heated wire circuit was being used in the nicu, when it developed a melted area approximately 18 inches from the babies airway. The circuit did not lose integrity and pressure was maintained. There was no negative patient outcome.

Manufacturer narrative:
The actual sample involved in the incident was received for evaluation and the report that the circuit had melted was confirmed. The wires resistance was tested and was found to be acceptable and no damage to the wires was noted. A review of the device history record was also conducted and no issues related to the reported issues were found. The product was manufactured, inspected and released in accordance with our internal procedures. The product label does warn "do not place material on or around the heated wire tubing. Objects such as heavy tapes, towels or bed lines may over insulate the circuit and impede normal heat convention and cause damage to the tubing or interruption of gas delivery to the patient." Therefore, at this time, we are unable to determine the exact cause for the issue reported.